Event description:
It was reported that the colonovideoscope had a snag inside the forceps channel at the distal end of the insertion section and the forceps was not coming out properly and became caught. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.